Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.